Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose above 600 mg/dl. Troubleshooting found that the customer went to the hospital and was admitted for 4 days, due to the high blood glucose. The customer indicated that this was a past event and wanted to report the incident only.